Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy asr hip implant. Patient has experienced physical injury, pain, bodily impairment, and high levels of toxic metal in his blood stream. Patient will be required to undergo a revision surgery. Doi: (B)(6) 2009 - dor: unk (unknown side). Patient is a resident of (B)(6). Update 5/11/2012 plaintiff's preliminary disclosure (ppd) received (B)(6) 2012. Changed unk asr hip to asr cup & added femoral head, dob. There was no new information received that would impact the outcome of the investigation. (Right side). Update 10 mar 2015: rec'd der with revision date, patient activity, surgeon, sales rep, stem and sleeve details, hip side (right). (B(4). Added previously missed MDR tree for head - (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).